Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture diagnosed by radiological exam. The device has been explanted and replaced with non allergan product.

Event description:
Healthcare professional reported left side rupture diagnosed by radiological exam. The device has been explanted and replaced with non allergan product.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening in the patch/shell bond edge side assessed unidentified (tear) opening. (Shell thickness was within specification) additional observations: brown particles observed in the surface of the shell. Observed 40 mm dark patch edge material inside gel device. Observed creases on the device. No further actions are required as the device was implanted.